Manufacturer narrative:
The investigation determined the most likely cause of the event was the visible fibrin traces in the serum sample. The user stated when the serum in the gel tube was inverted; it had visible floating fibrin-like particles. It was found preanalytical handling of samples was not appropriate as the clotting time and the centrifugation time were too short compared to the tube manufacturer's recommendations. An analyzer malfunction was not indicated as the alarm trace showed no obvious events. A reagent issue was unlikely as the calibration and quality control data were acceptable. The patient was not harmed by any take action. Neither treatment nor medical intervention were created due to the false low result.

Event description:
The user received a questionable hcg+b result for one patient sample from the cobas e601 analyzer. The initial result was 0.360 iu/l and was reported out of the laboratory as < 1.0 iu/l. As this was a known patient with previous positive result, the laboratory repeated the sample. The sample was repeated twice on the same analyzer with a result of 1559 iu/l and was also repeated on another cobas e601 analyzer with a result of 1497 iu/l a corrected report with the result of 1559 iu/l was sent out to the physician's office within one hour. No treatment nor medical intervention was created due to the initial result.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in canada.